Event description:
It was reported, the pt experienced pain at the ipg site. The pt stated the ipg site was bruised. The pt has a hole in his bed and believes it may be causing add'l pressure at the ipg site. Per the physician, there were no visible marks or bruises at the site, however, the ipg site is sensitive to touch. The physician advised the pt to get a new bed to see if the pain subsides.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.